Event description:
It was reported the brakes were not holding, due to worn brake rings.

Manufacturer narrative:
It was reported when the brakes are engaged, the casters are at a specific orientation the brake ring coating is worn, therefore braking is impaired.